Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps. During the procedure, a ruby coil lp would not enter the microcatheter. No other information is available. The procedure was completed using a comparable ruby coil. There was no report of an adverse effect to the patient.